Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant documentation was provided; however, it was communicated that a delayed infection was the cause for the revision procedure. The patient impact beyond the revision, probable extended antibiotic therapy, and an expected brief post-op rehabilitation period cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a hip revision was performed due to delayed hip prosthesis infection.